Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a minimum fill notification. The customer's blood glucose level was 150 mg/dl. Customer declined to further troubleshoot with tandem technical support and just loaded a new cartridge to resolve the issue.